Event description:
It was reported that during generator replacement high impedance was observed with the new generator attached to the existing lead. It was reported that device diagnostics prior to the surgery were within normal limits (dc dc code - 2). It was reported that subsequent diagnostics resulted in high impedance. The lead pin was removed from the generator header and reinserted several times and device diagnostics remained high. The surgeon identified a lead fracture/kink in the lead and then replaced the lead. A new lead was connected to the new generator. It was reported that the explanting facility does not returned explanted devices for analysis; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.